Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the pedicle screw placements were still in an acceptable position for this specific surgery/treatment. There was no direct (or increased) risk of harm to a critical structure due to these placements. There were no negative effects to the patient due to the placements, and there was no surgery/anesthesia prolong due to this issue. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated placements of all four screws at l3 and l5 by ca. 5-7mm from their intended positions in the pedicle was a movement of the navigation reference array during surgery due to an insufficiently rigid fixation and/or inadvertently applied forces. Movement of the reference array relative to the bone structure it is fixed to can lead to an inaccurate display of tracked instruments on the registered data set in the navigation software compared to their actual positions on the patient anatomy that cannot be compensated for by the navigation software. Another factor that contributed (to a lesser extent) to the deviated screw placements is a relative movement of the vertebrae being operated on in relation to the reference array fixed to the patient at the iliac spine. Operating on a different vertebra than the one the reference array is fixated to or operating across multiple vertebrae without remounting the reference array and reregistering, especially over an unstable spine (such as a fracture) can result in movements of the spine relative to the fixed reference array that can't be recognized nor compensated for by the navigation software, and result in deviations of the navigation display of the pre-surgery image scan in comparison to the actual current (changed) patient anatomy. Apparently the resulting deviation in the navigation display was not recognized by the user with the necessary and appropriate accuracy verification after registration and throughout the procedure prior to and during preparation and placement of the screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for fusion of vertebrae l3-l5 for a burst fracture at l4, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d (B)(4). During the procedure the surgeons: with the navigation reference array attached to the posterior superior iliac spine (psis) with 2 schanz pins and 2-pin fixator, acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration accuracy, prepared the pedicles (pilot holes) with the navigated pedicle access needle bilaterally on l3 and l5, and placed the corresponding k-wires in the prepared pedicle holes calibrated a non-brainlab screwdriver to navigation and placed the 4 pedicle screws following the k-wires. Acquired an intraoperative CT scan to verify the placements. Completed the surgery as intended and closed the patient. From the post-placement CT it was later determined that the 4 pedicle screws placed deviated from the intended positions by ca. 5-7mm lateral to the patient's right side, though still being in an acceptable position for this specific surgery/treatment. According to the surgeon: the pedicle screw placements were still in an acceptable position for this specific surgery/treatment. There was no direct (or increased) risk of harm to a critical structure due to these placements. There were no negative effects to the patient due to the placements, and there was no surgery/anesthesia prolong due to this issue. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.